Event description:
It was reported that the anesthesia system stopped ventilating the patient. An alarm for high airway pressure was present in the log. There was no patient harm. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The investigation of the reported failure in this complaint has been completed. Our field service engineer (fse) conducted an on-site evaluation. A system checkout (sco) was successfully completed, and the reported issue could not be reproduced. Log analysis revealed successful system checkouts both prior to and following the event, however, the trend log didn't cover the event date. Treatment was started in manual mode and after eight minutes, the system shut down and was restarted within one minute. Treatment resumed in manual mode, followed by a switch to volume control. Alarms for leakage, peep: low, and respiratory rate: high were activated. Multiple changes in ventilation modes were then performed. Treatment concluded after about one hour. The technical log has no recordings during this date which indicate the absence of technical malfunctions in the system. The exact root cause of the issue remains unclear and has not been determined. The presence of etco2 according to the logs indicates that ventilation was occurring.

Event description:
Manufacturer's reference number: (B)(4).